Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed because no device was returned for analysis. As a lot number provided was found to be invalid, a device history review could not be performed.

Event description:
It was reported that during a nephrectomy procedure, there were malformed clips. The surgeon would clip the adrenal artery with a clip applier, but the clips delivered seemed to overlap. The problem occurred from the first clip, the clip applier finally blocked, five to six clips were remaining in it. The surgeon used another like device but the clips wouldn't close normally. The surgeon clipped anyway with the second device then waited to see if there was any leakage. As there was no bleeding, the surgical team deduced that the artery was properly clipped. The patient went to the recovery room then to the ICU. The next day ((B)(6) 2011) at one pm the patient was fine but during the afternoon his blood pressure dropped, he had a hemodynamic choc. The scanning device revealed a two litres hemoperitoneum with one litre in the pleura. A second surgeon performed a further surgery in the evening; a branch of the adrenal artery was bleeding. There were clips still on the artery and also around the bleeding zone. The surgeon didn't notice any malformed clips, they seemed correctly closed. The patient received three liters of blood cells, by peripheric and central transfusion.